Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked into the patient arm on unspecified number of devices. No other information provided.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 13-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one (1) customer photo and approximately six (6) shelf packs of samples for investigation. The customer photo depicts the device packaging but fails to show the reported defect. For testing purposes, 30 customer samples were randomly selected and subjected to functional tests, using 10 tubes per needle. Out of these, three (3) samples failed the tests due to sleeve leakage observed from poor sleeve recovery. Additionally, 30 retained samples underwent the same functional tests, and all passed without any evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These retained samples were also subjected to additional functional tests for retraction lockout, and all samples passed, showing proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. CAPA pr # 11690967 has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked into the patient arm on unspecified number of devices. No other information provided.